Manufacturer narrative:
Concomitant medical products: iml49b52 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial undersensing on current electrogram (egm). The atrial lead remains in use. No patient complications have been reported as a result of this event.